Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 13.2mm vticmo13.2 implantable collamer lens, -12.5/+1.0/145 diopter, and the lens tore/broke before injection into the eye. The reporter indicated the lens was torn while loading into the cartridge and there was no patient contact. The surgery was aborted. Another same model lens was implanted on (B)(6) 2017 and the problem was resolved. The patient is doing well with vison of 20/20.

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Corrected data: patient identifier: it is corrected from (B)(4). (B)(4). Additional data: device evaluation: lens was returned dry in a micro centrifuge vial with clear surgical residue/debris on the product. Visual inspection found debris on lens, the lens missing a piece of haptic and the lens shape distorted. Claim# (B)(4).